Event description:
The customer's father stated that the customer was hospitalized due to hyperglycemia. The customer was not available at the time of the phone call to perform troubleshooting on the insulin pump. The customer's father stated that the customer was currently reverted to a backup plan to treat her diabetes. It was advised to have the customer call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.